Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been received by the carefusion failure analysis lab.

Event description:
The customer reported while using the avea ventilator, the unit displays ext high ppeak (extended high peak pressure), circuit occlusion, low volume, low o2 (oxygen), apnea, and safety valve open alarms. The customer checked all the parts in the exhalation side, replaced the patient circuit, and exhalation filter, but the issue did not resolve. There is no report of patient involvement associated with the event.